Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 60 mg/dl. The customer reports that the reservoir is empty. The customer was advised to change the reservoir. The customer will change set and monitor insulin pump.